Event description:
It was reported that upon interrogation erroneous parameter values were detected alert was given. The button to program nominal settings was pressed and the pulse generator resumed normal function. The device remained implanted.

Manufacturer narrative:
Please retract this report 2017865-2014-13748, this medical device should not have been reported as a medical device report (MDR).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR).